Manufacturer narrative:
Return of product has been requested. Reporter returned product on 24-jul-2017. Product investigation is in progress.

Event description:
Choked on plastic from toothbrush head [choking]. Brush head fell apart in mouth [device breakage]. Case description: a consumer of unspecified age and gender reported spontaneously via chat on (B)(6) 2017 that the other night while he/she was brushing his/her teeth with an oral-b rechargeable toothbrush, version unknown, the oral-b power oral care refills crossaction fell apart in his/her mouth and he/she choked on a piece of plastic that went down the plug hole. The consumer still had the brush head that fell apart, and there were 3 in the pack of brush heads that he/she had purchased. The consumer stated that he/she was okay, and did not have to seek any medical attention. The case outcome was recovered. Relevant history: none reported. No further information was provided.